Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894410 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The treatment for this event was not reported. The patient was hospitalized for three days before being discharged. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This report is 2 of 2 involved in this peritonitis event.